Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. During removal, the plate construct was found to be stable with all screws still locked in the plate. Pre-operative and post-operative x-rays were provided and revealed the placement of the plate to be at the watershed line, 2mm further distal than is recommended. Additionally, the plate protruded 2mm volar to the volar critical line. This combined with the placement relative to the watershed line, put the patient at an increased risk for flexor tendon irritation . However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that nine months post-operatively, the patient experienced discomfort of the wrist but did not proceed with removal at that time. Subsequently, the patient underwent revision surgery fifteen months post-operative to address these symptoms. During removal, examination of soft tissues found the flexor pollicis longus to be partially ruptured. This tear was repaired via tendon transfer.